Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The flickering image was due to a bad cable and worn-out connector. In addition, a failed leak test due to opening within the cable. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that would have caused or contributed to the reported issue. This issue is addressed in the instruction for use (IFU): "before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If this camera head malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Warning, using a camera head that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." Pg. 19. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, that when using the subject device, "every time camera cord is moved pictures on the screen flickered/blink." There were no reports of patient harm.